Event description:
The lead was capped.

Event description:
The device was explanted due to early battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was analyzed and no anomaly was found. Analysis of the battery revealed no internal anomalies that would explain the sudden battery depletion. Temperature and humidity testing were performed; no high current was observed. The root cause of the premature battery depletion could not be determined.